Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that mode switch appears to terminate prematurely when atrial events occur in the blanking period. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.